Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. The membrane was not found to be damaged. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and it was identified that the downstream occlusion (dso) alarm occurred too early. The dso sensor was calibrated to address this issue. The device then passed all testing.

Event description:
It was reported that the pump has damage to the membrane. The sample photo provided showed a bubbled seal. There was no patient involvement. Evaluation of the returned device identified an out of calibration downstream occlusion sensor.